Event description:
A malfunction alarm identified as malf 12 was reported, and it was resettable. There was no reported impact to the customer¿s blood glucose level. The customer reported at least three occurrences of this malfunction, leading technical support to decide on replacing the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery, and was directed to return the malfunctioning pump with a pre-paid label.